Event description:
It was reported by the patient that their voice changes and that their voice was "messed up" all the time because their surgeon cut their nerve during implant. Multiple attempts were made for additional information; however, no further relevant information has been received to date.